Event description:
It was reported that this right ventricular (rv) lead was explanted due to high out of range shock and pacing impedances and noisy signals. A new rv lead was succesfully implanted. Header connections were evaluated and no fault was found. No additional adverse patient effects were reported.